Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of the patient regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was fast battery depletion right after implant. The charge only lasted for 1-2 days. The unit switched on and off by itself. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that the patient had a multitude of problems with their device. No matter how long the patient would charge the unit, it would not fully charge. The charge that the unit would accept lasted a maximum of 48 hours. Additionally, the device would turn on and off by itself, and ultimately, it no longer turned on at all. Throughout these difficulties, the company representatives were unable to remedy the problems with the unit. The patient was advised that the battery was likely defective and required replacement. Unfortunately in (B)(6) 2016, the patient re-injured their low back. Because the ins was malfunctioning, it was useless to help control any of the additional pain the patient experienced as a result of this new injury. Thus, the patient was required to begin other forms of treatment and to this day still suffers with chronic pain. As a result, the patient was unable to perform their work duties without restriction.